Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the tip of the access system was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman® laa closure device and delivery system were used. The closure device was deployed and required a full recapture. As the closure device was retracted into the access system, the anchor of the closure device got caught on the tip of the access system. It tore a piece of the access system off and remained on the anchor of the closure device when the system was removed from the patient. The access system and delivery system were replaced to complete the procedure successfully. There were no patient complications and the patient's status is fine.